Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign materials in the air/water cylinder and channel. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected data: h6: component code - from cylinder (440) & tube (525) to imager (841) medical device problem code - from failure to clean adequately (4048) to device reprocessing problem (1091) g3: date received by manufacturer - from 7/22/2024 to 07/17/2024 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the adhesion of the material in the air/water channel and cylinder was confirmed. The specific type of foreign material was unable to be identified. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from the biopsy channel. However, the root cause could not be conclusively identified. The event can be detected and prevented in accordance with the following IFU: IFU states detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states preventive measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.